Manufacturer narrative:
Pt weight: unk (B)(4).

Event description:
The reporter indicated the surgeon inserted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) but the lens went into the eye upside down. The lens was damaged when removed but there was no patient injury. The backup lens was implanted.

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. Medical review - while the lens is being ejected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end-up being implanted upside-down. Once the surgeon realizes of the improper orientation, the lens must be removed to avoid complications and a new lens should be implanted. This is normally done using the same incision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable root cause of this event was user's error while loading/injecting the lens in the anterior chamber. (B)(4).